Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The user's blood glucose (bg) level ranged from "fine" to 65 mg/dl. User addressed bg level by drinking orange juice. Reportedly, the user was able to load a new cartridge, resume insulin delivery, and would continue to use the pump until replacement is received.